Event description:
The sales rep reported one of the customer's expressew iii needles broke at the distal tip while passing suture in the shoulder during a rotator cuff procedure. He stated the distal tip broke off after the surgeon had passed suture about 5 or 6 times. The surgeon was not able to find the broken tip of the needle and an x-ray was done however it did not reveal the location of the fragment. The procedure was delayed for less than 2 minutes due to the needle breaking. The surgeon completed the procedure using another needle with no further harm or consequence to the patient. The complaint device needle was discarded by the customer. No further details could be provided.

Manufacturer narrative:
The complaint device is not being returned; it was discarded by the customer and therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one other similar complaint and one other dissimilar complaint for this lot of 2,995 needles that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.